Manufacturer narrative:
Correction information. B4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes." Evaluation summary. The reported event was leakage. A device history record (DHR) review was performed for the affected serial number of the product, and no deviation or non-conformance was noted. Based on the investigation, it was determined that the malfunction was related to the leakage tester, and the connection between the endoscope and the leakage tester was loose. No malfunction was identified in the endoscope itself. Based on the investigation results, pentax medical re-evaluated the necessity of MDR submission and determined that this event does not meet the criteria for reportability. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The device was confirmed to be beyond its designated service life. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 27-oct-2025, pentax medical became aware of an event involving a pentax medical video naso-pharyngo-laryngoscope model vnl-1070stk serial number (B)(6) in china within the apac region. During the reprocessing of the endoscope, a leak was detected by the leak tester, but the leak location on the endoscope body could not be identified. The same result was obtained even when another leak tester was used. On the other hand, when a leak test was conducted using another endoscope, no leak was detected. Due to this issue, the examination for the next patient was delayed. There was no report of patient harm. This event occurred during reprocessing. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.